Manufacturer narrative:
Corrected data: b4- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. The complaint of lens opacity belonged to a lens not manufactured by staar. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
An article published a prospective comparative study between implantable phakic intraocular contact lens and implantable collamer lens in treatment of myopia in adults indicated that in a study of 60 eyes of 60 patients , there was one case of lens opacity which did not affect the final ucdva.